Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. A clear root cause could not be established. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images contain information regarding catheter mechanical jam. After review of the provided images kinked tube was observed. A clear root cause could not be identified but a damaged helix / tube represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy placement procedure using the rotarex device in the access site of right femoral artery. During the procedure, abnormal sounds were noted, and the guidewire became hot. Suction was stopped, and the catheter was withdrawn. Inspection revealed tip distortion and misalignment with the outer sheath and the external flushing showed abnormal catheter rotation. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy placement procedure using the rotarex device in the access site of right femoral artery. During the procedure, abnormal sounds were noted, and the guidewire became hot, suction was stopped, and the catheter was withdrawn. Inspection revealed tip distortion and misalignment with the outer sheath and the external flushing showed abnormal catheter rotation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.